Event description:
A dialysis facility requested for a device investigation after a pt became unconscious but breathing during a hemodialysis treatment. There was no reported device problem. The pt had a pre dialysis weight of (B)(6). His dry weight is (B)(6). The ultrafiltration (uf) goal was reportedly set at 500 ml. Uf rate was recorded as 1,090 ml/hr throughout the treatment. The pt was given 1,500 ml of saline and was discharged alert with a stable blood pressure.

Manufacturer narrative:
Device investigation was performed by the MFR and the machine was found to be within specifications. There was no ultrafiltration error found. The most likely cause of the event is that the uf goal was set incorrectly or left on default, resulting in a uf rate of 1,090 ml/hr. The reported problem may be attributed to user error in failure to set the machine properly. The staff also failed to identify the inconsistency between the uf rate and the desired uf goal (total fluid to be removed). The machine has been back in use with no reported problem. This makes it very unlikely that there was a failure of the machine ultrafiltration control. (B)(4).